Event description:
It was reported that when the patient visited the physician for an artificial urinary sphincter (aus) device, however, the physician was unable to have the system work with the standard maneuvers. The aus was not working properly, a revision surgery was recommended, and postponed to a later time. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.